Event description:
It was reported that during the implant procedure insertion of the left ventricular (lv) lead caused diaphragmatic stimulation. The lv was removed. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.